Event description:
Boston scientific crm received information that during the procedure to implant this boston scientific pacemaker, a perforation occurred while attempting to implant the associated dextrus lead. A lacerated artery was also observed. The patient was sent to the operating room and underwent a thoracotomy. The pacemaker remains implanted and there were no allegations related to the product performance of this device. The clinical observations were the result of the attempted implant of the dextrus lead.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.